Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. The patient experienced a breakdown of the skin and drainage from the area which required follow up, incision and drainage and antibiotics. Additional information was requested.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
It was reported that the suture did not absorb and the wound did not heal as expected. The wound required superficial incision and drainage and re-closure using sutures or staples in the office. (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.